Event description:
A patient was having test at the speech lab. She brought her mother and her baby to the appointment. While she was having a test, the grandmother changed baby's diaper and used caviwipe that was in the bathroom. She stated that she washed baby off with water afterwards. Mother of baby was notified and also cleaned the baby. The poison control number was provided and encouraged them to contact the pediatrician.====================== health professional's impression======================we are reporting this to alert FDA that current labeling on this product is confusing to the public. The label has a sign with crossed-out design indicating not to use on humans and babies, and states on this label on the top of the cylinder, "not for use on skin." However the label is colored pink (clearly a harmless "baby" color) and the round gummed disc on the lid is easily removable. It is felt that red should be the label color and the top label should not be removable. We have tried to keep out of public reach but would like more done by the manufacturer to make this product safer for hospital use.